Manufacturer narrative:
H3, h6: the battery was returned for product analysis. The battery measured at 51.70v. The battery was tested and no issues were detected. The unit was able to power a system for eleven and a half minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/h2/h3/h6: logs were received and software analysis was completed. Logs did not provide any additional insight regarding the cause of the reported complaint. Codes 10, 213 and 4315 are applicable. D10/h2/h3/h6: the dvi cable was returned and analyzed. The returned cable had no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem was found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735787, serial/lot #: unknown; product ID: 9735773, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The system spontaneously shut down multiple times. After replacing the uninterruptible power supply (ups) and the battery pack, the system appeared to no longer be shutting off at random. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system spontaneously shut down during a case. The system was plugged into a working outlet when the random shutdown occurred. The manufacturer representative noticed a battery draining icon appearing sometimes while in the case, but it would also disappear and reappear at random. This event occurred before the patient was in the room, so there was no patient involvement. The uninterruptible power supply (ups) was discharged and the issue resolved.